Event description:
It was reported that during an ablation procedure, when using the probe on 120% power, a group of pixels showed up as cold on the temperature mask. It was noted that although thermal damage was occurring in these areas the temperature mask and contours do no reflect it. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.